Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced "vague symptoms/ complaints" approximately one month post implant. High thresholds were noted on the right ventricular (rv) lead and undersensing was noted on the right atrial (ra) lead. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.